Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the foley self-expelled itself. At removal we observed that the balloon is torn. Similar incident reported on (B)(6) 2019. The device was inserted on the (B)(6) 2019 for a urinary drainage (not post-surgery). Clinical consequences: new foley inserted.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. Only part of shaft till tip end was returned for investigation. It was reported that the catheter was self-expelled. Visual examination was conducted on the balloon and tip part observed the balloon had burst. Closer examination of the balloon surface under high magnification lens {60x magnifications) revealed scratch mark on balloon surface. Such presence of marks on balloon may happen due to various reasons such as contact with sharp object during use (i.e. Contact with clamper , kidney dish/tray). Burst balloon also may cause by overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit , paraffin or other relative compounds. Balloon could also burst or split as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. In our current standard operating procedure, the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Defective catheter will be culled out during this process. Based on the investigation conducted, there were evidence of mark due to balloon had come in contact with detrimental factors which is likely had caused balloon to burst. All balloon during manufacturing procedures were 100% inspected and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the foley self-expelled itself. At removal we observed that the balloon is torn. Similar incident reported on (B)(6) 2019. The device was inserted on the (B)(6) 2019 for a urinary drainage (not post-surgery). Clinical consequences: new foley inserted.